Manufacturer narrative:
Inspected 1 random partial opened/used sensor and performed continuity resistance test dop114-830. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Unable to confirm insertion/needle anomaly due to customer did not return insertion needles; only sensors.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl at time of incident. The customer stated that they calibration error and the change sensor error. The insulin pump will not be returned for analysis.